Event description:
The user reported that after the unit was dropped, only the pacer light would come on when the unit was turned on.there was no harm to any pt. Analysis determined that the 5 volt supply in the power supply assembly had gone out of regulation and could not be adjusted. The specific cause has not been traced to the component level.the power supply assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.